Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/3/2020. H.6. Investigation: customer returned (99) used 0.5 bd insulin syringes with open shelf cartons and polybags from lots 0076503, 7178870, and 9322380. Consumer reported needles bent and scale print is smudged. All 99 returned syringes were examined, and it was observed that 47 syringes were returned without cannula shields attached, and 52 syringes were returned with cannula shields partially attached ¿ indicating that all 99 syringes were returned after use. It was also observed that 5 syringes exhibited bent cannula; these 5 syringes were returned without cannula shields attached. A review of the device history record was completed for batch# 0076503. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. The possible root cause for the cannula bent issue is: user error. Since all 99 syringes were returned after use, and no manufacturing defects were observed, the probable cause of the bent cannulas is user error when using the syringes. If the user removes the cannula shield obliquely, or re-shields the cannula obliquely, they may bend the cannula. Furthermore, the cannulas also could have bent during the return-sample delivery due to the syringes being returned without cannula shields properly attached. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs scale printing is smudged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no:328468 batch no: 0076503. It was reported that the needles bent and the scale print is smudged.

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs scale printing is smudged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no:328468. Batch no: 0076503. It was reported that the needles bent and the scale print is smudged.

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0076503. D.4. Medical device expiration date: 2025-03-31. H.4. Device manufacture date: 2020-03-16. D.4. Medical device lot #: 7178870. D.4. Medical device expiration date: na. H.4. Device manufacture date: 2017-09-08. D.4. Medical device lot #: 9322380. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2019-11-18.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 8mm ufii 10bag 500cs scale printing is smudged. This occurred on 2 occasions. The following information was provided by the initial reporter: material no:328468, batch no: 0076503. It was reported that the needles bent and the scale print is smudged.